Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of low results. Customer states she feels well and no medical attention is needed. The customer's expected blood results are 100-200mg/dl fasting. Verified the strips expire 05/31/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed a back to back blood test 310mg/dl and 306mg/dl fasting. Reviewed meter memory: 1: 332mg/dl (B)(6) 2015 09:42:00 pm fasting: yes; 2: 349mg/dl (B)(6) 2015 03:58:00 pm fasting: yes; 3: 347mg/dl (B)(6) 2015 08:20:00 pm fasting: yes; 4: 361mg/dl (B)(6) 2015 12:02:00 pm fasting: yes; 5: 88mg/dl (B)(6) 2015 12:01:00 pm fasting: yes. Customer is concerned that for the past few days her results are above her expected ranges of 100-200mg/dl she is receiving results over 300mg/dl. No adverse event reported.